Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found collet stuck in row 5. New plunger clamp, tip clamp, and lid spring installed in row 5. Cleaned collet in row 5. The instrument was tested without further problem and returned to expected operation.